Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 57 mg/dl and he received a threshold suspend alarm. Blood glucose value was 201 mg/dl. He removed the sensor and it came straight. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.